Manufacturer narrative:
Product was returned for evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the wheelchair was clean and without any scratches, dents, or broken welds. The right rear wheel was bent and did not roll straight. As it rotated, the wheel came as close as 1/4 of an inch and then moved as far away as 9/16 of an inch. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent right rear wheel. Complaint of "lift chair off ground and spin rear wheel the wheel becomes close to arm at some points while spinning" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the wheelchair was clean and without any scratches, dents, or broken welds. The right rear wheel was bent and did not roll straight. As it rotated, the wheel came as close as 1/4 of an inch and then moved as far away as 9/16 of an inch. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent right rear wheel. Complaint of "lift chair off ground and spin rear wheel the wheel becomes close to arm at some points while spinning " was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.